Event description:
Subsequent to the initial MDR, a correction was updated on 02/13/2026. It was clarified that after the patient was treated with IV fluids and IV insulin. Later the same day on (B)(6) 2025, the patient was transferred to another facility for continued management. A bg test was performed upon transfer, though the parent was unable to recall the specific value. The patient continued receiving IV fluids and IV insulin and remained hospitalized overnight (over 24 hours). No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was reportedly feeling well before attending a sleepover. However, at approximately 3:00 am on (B)(6) 2025, the patient was brought home by her cousin after experiencing symptoms including vomiting, rapid breathing, shortness of breath, and signs of dehydration. Upon returning home, the parent performed a bg test using a glucometer, which showed a reading over 500 mg/dl, while the cgm displayed approximately 100 mg/dl. The parent administered a 14-unit insulin injection and transported the patient to the emergency room. The patient uses the insulet omnipod5 system in a modified closed-loop configuration. At the ER, bg testing confirmed the patient was in diabetic ketoacidosis (dka) with a reading of 700 mg/dl, while the cgm continued to display 100 mg/dl. The patient was treated with IV fluids and IV insulin. Later the same day, the patient was transferred to a different facility. Another bg test was performed upon transfer, but the parent was unable to provide the specific value. The patient continued receiving IV fluids and IV insulin and remained in the ER overnight. The patient was discharged on (B)(6) 2025, with an unspecified normal bg reading and reported feeling fine at the time of discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.